Event description:
It was reported that a catheter issue occurred, resulting in an aborted procedure. The opticross hd imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the entire image did not display. The device was reattached and then replaced, but the same issue occurred with two other opticross hd imaging catheters. The procedure could not be completed and was rescheduled. There were no patient complications.

Event description:
It was reported that a catheter issue occurred, resulting in an aborted procedure. The opticross hd imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the entire image did not display. The device was reattached and then replaced, but the same issue occurred with two other opticross hd imaging catheters. The procedure could not be completed and was rescheduled. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues with the device; it appeared to be in good condition. Impedance testing showed no electrical issues and during image characterization testing, a good image appeared in the ilab system.